Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2026. Block d2b: additional pro code selection that applies to the indication of this device <nhl, pjs> block d6b: exact date unknown, explant occurred in march 2026. The ipg was not returned for analysis; therefore, a technical analysis could not be performed. However, it was confirmed the ipg met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the event. A review of the instructions for use (IFU) confirmed that gait difficulty and loss of adequate stimulation are known risks associated with use of dbs. Based on a thorough review of the reported complaint boston scientific concluded that the probable cause of the event was unable to be established.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation that impacted his balance. The patient needed a focused ultrasound and therefore decided to undergo an explant procedure of their dbs device. No further information was able to be obtained despite good faith efforts.